Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having differences between sensor glucose and blood glucose readings. Customer also had a lost sensor alert. Customer stated that he had 3 sensors in the last 3 days that had issues. Customer reported that the sensor usually lasts 6 days but the last 2 sensors failed within the day. Customer's sensor glucose value was 300-400 for several hours after warm-up and then it dropped to 47. Customer stated that both times it said threshold suspend on one sensor but one day there was nothing wrong on another sensor. Customer's sensor glucose dropped to 47 last night and his blood glucose was 240 mg/dl. Customer then got a sensor end alert. Customer's sensor glucose value was 57 and his blood glucose level was 256 mg/dl. Customer received a threshold suspend and turned off the sensor before changing it. Customer will be sent replacement sensors and was advised to return the 2 sensors that were used.